Event description:
It was reported, the patient experienced a fall and subsequently lost stimulation in his legs and back and felt unintended abdominal stimulation. Reprogramming attempts were unsuccessful. Diagnostic testing and x-rays revealed no anomalies. It was reported the physician recommended the patient follow up in a month to evaluate the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.